Event description:
Reporter alleged blood glucose read 174 mg/dl; however, customer had low glucose symptoms so retested three times back to back which all resulted in a value of 174 mg/dl each time. As a result, customer stated low symptoms worsened and was taken to the emergency room (ER) where within 15-20 minutes glucose read 46 mg/dl. Customer indicated being given a glucose IV and some orange juice at the hosp until glucose elevated to 213 mg/dl. Customer stated all meals, medications, and activities leading up to the alleged event were normal. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.